Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a rewind anomaly, no delivery alarm and failed battery test. Customer stated they had low and high blood glucose levels in addition to the alarms on the insulin pump. Customer's blood glucose level went as low as the 40 mg/dl range and as high as the 400 mg/dl range. Customer treated their low blood glucose levels via food and their high blood glucose levels via insulin pump. Customer advised the battery life of the insulin pump has decreased through time, they have unexplained no delivery alarms and batteries are frequently rejected. Customer advised the auto mode feature was active. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. No failed battery test noted. However, device received with corroded battery tube. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly or unexpected insulin flow blocked alarm noted. The motor was tested outside of device and passed. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert noted during testing or in the device trace download. (B)(4).